Event description:
The consumer reported that the patient had a tooth type of 2, the consumer also reported that it was not a same day spinner. The time of loss in relation to implantation was before prosthetic restoration, primary stability was not achieved & the implant did not achieve osseointegration. Inadequate bone quality/ bone quantity was observed. The dr also reported that he had placed an implant but it needed to be removed & replaced with a new one.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 2, the consumer also reported that it was not a same day spinner. The time of loss in relation to implantation was before prosthetic restoration, primary stability was not achieved & the implant did not achieve osseointegration. Inadequate bone quality/ bone quantity was observed. The dr also reported that he had placed an implant but it needed to be removed & replaced with a new one.